Event description:
On (B)(6) 2025 additional information was received from the patient stating that there was never a problem with the device, indicating it was more of an issue with them as a user. The patient did not wish to respond to specific questions, but asked that patient services document that they called to relay the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since the first part of november they had noticed a return of symptoms, more frequency. When asked, patient said that noticed change after had an MRI recently. Patient services (ps) reviewed therapy information and general programming guidance. With instruction, patient decided to switch programs as said when increased on current program stimulation was uncomfortable. Patent switched programs and adjusted setting. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.